Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) photograph. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the photographs provided. The reported condition for this incident was that during a bariatric procedure the sulu broke and a component disengaged into the cavity and was retrieved. The photo shows two loading units with the bottom of their cartridge sides facing up. One loading unit is in good condition and the other has a detached clamp button. The reported condition was confirmed. However, without the physical product, a root cause cannot be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after stapling and completion of bariatric surgery, the doctor started the review process and this time a piece was found in the gastrointestinal cavity. The doctor was found that a blue load part used in clipping.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was fully fired. The anvil was bent with the single use loading unit (sulu) button disengaged and warped. Functional testing could not be performed due to the condition of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after stapling and completion of bariatric surgery, the doctor started the review process and this time a piece was found in the gastrointestinal cavity. The doctor was found that a blue load part used in clipping. The mass was removed and will be sent with the load. There was no patient injury.